Manufacturer narrative:
The technician found, the latch block needed lubrication. The technician lubricated and tightened the siderail latch block to repair the bed.

Event description:
Info rec'd indicates, the left siderail will not lock properly.